Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. 10 complaints were received during this report period. Of these, 2 were not returned for evaluation ((B)(4)). 4 were determined to be misapplication ((B)(4)). 4 showed no evidence of any device-related fault ((B)(4)). All 10 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 10 </noe> malfunction events which are associated with an inflation issue during device usage. These reports were received from various sources. Patient information was confirmed for 1 event. (B)(6).

Manufacturer narrative:
This follow-up report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. Ten complaints were received. Of these, 2 were not returned for evaluation. Four were determined to be misapplication. Four showed no evidence of any device-related fault.